Event description:
The customer reported accessory error messages. On the 2800 system, this error will prevent the system from booting up. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the leg extension boards. The system operates as intended.